Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: it was reported that "it is also possible that the use of a colibri needle holder could be the cause of suture breakage." Please provide additional details about how was the use of the colibri needle holder with the suture device. This is just the doctor's opinion. Lot number? Unk. Please confirm, how many devices demonstrated the alleged deficiency ("when ligation by the suture, a suture breakage occurred sometimes")? Unk.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "... It is also possible that the use of a colibri needle holder could be the cause of suture breakage..." Please provide additional details about how was the use of the colibri needle holder with the suture device. - lot number? - please confirm, how many devices demonstrated the alleged deficiency (¿"when ligation by the suture, a suture breakage occurred sometimes...")? - provide the source or name and title of external person providing answers to follow-up

Event description:
It was reported that a patient underwent an unknown ophthalmic surgery on an unknown date and suture was used. During the procedure, when ligation by the suture, a suture breakage occurred sometimes. In the doctor's opinion, it is also possible that the use of a colibri needle holder could be the cause of suture breakage. There were no adverse consequences to the patient. Additional information was requested.